Event description:
Boston scientific received information that an error code was detected on this implantable cardioverter defibrillator (ICD). The device could not be interrogated as well. The patient presented for follow up and this time, the device could be interrogated normally but it had reached end of life (eol). A capacitor reform was done, after which the device was in elective replacement indicator (eri). Another capacitor reform was performed and the device was in middle of life (mol) status and after a third capacitor reform, it was noted to be in beginning of life (bol) status. Premature battery depletion (pbd) was suspected. Boston scientific technical services (ts) discussed that the device triggered eol due to a charge timeout of 45 seconds and advised device replacement. Another company representative further discussed how eri and eol can be triggered on charge time and the estimated replacement window and recommended increased follow ups and to have the device programmed to beep when eri has been reached. The device was later explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was noted that this device had declared end of life (eol) due to long charge times on (B)(6) 2013. Subsequently, the device exhibited normal charge times and reverted to beginning of life (bol) battery status. A review of device information revealed normal charging behavior prior to (B)(6) 2013. Recorded electrograms (egm) for episodes for that same date showed correlated noise across sensing channels consistent with electromagnetic interference (emi). Full energy charges were longer than normal and charge time outs occurred and the battery loaded voltage did not drop to the expected levels during charges, indicating a low charging current. It was concluded that the long charge times were the transient effect of exposure to magnetic resonance imaging (MRI). Further, these observations were noted to be consistent with devices which were left in a monitor plus therapy mode while exposed to MRI fields. A review of the saved memory to disk did reveal that the device was functioning normally after (B)(6) 2013. The device was also exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested with normal measurements. No further issues were noted.